Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A director reported a possible shift on a patient during a procedure. The doctor had a doubt about centering the treatment. Eye tracker test was performed after the treatment. Eye tracker detects the pupil well.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient's left eye was treated correctly but the patient's right eye was treated with another patient's surgery plan. Patient was myopic and was treated with a hyperopic prescription. Patient is now more myopic. The doctor reported the patient's cornea is thick enough to do an enhancement. Doctor is waiting for patient's cornea to stabilize before performing the enhancement.